Manufacturer narrative:
(B)(4). Date sent: 10/05/2021. D4: batch # 167a89. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and an anvil with a washer cut. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "the stapler did not seal the area"? The stapler did not capture all tissue when firing the anastomosis. Did the device staple? The device stapled but did not capture all tissue. Was the staple line complete? It was reported that the staple line was not complete when doing the air leak test. Were there any staples missing from the staple line? It was reported that the staple line was incomplete during the air leak test. What was the shape of the staples (b-formation, irregular, legs straight)? The pa stated that it was difficult to see the shape of the staple legs throughout the anastomosis once the device was fired.

Event description:
It was reported that during a low anterior resection procedure that the device failed during use. The stapler did not seal the area where used. Surgeon oversewed the staple line to remedy the issue. There were no adverse consequences for the patient.